Event description:
(B)(4) clinical study. Same case as MDR#2134265-2014-02108. It was reported that vessel jailing and pinching occurred. The 95% peri-stent restenosis in the previously placed study stent located in mid left anterior descending artery (lad) was treated with predilatation and placement of a 3.5 x 12 mm promus premier drug eluting stent overlapping the previously placed study stent. Post deployment of this 3.5 x 12 mm promus premier drug eluting stent; ivus was performed which suggested a more proximal plaque that protrudes to the ostium of the lad. Hence, the entire segment was covered with the placement of another 3.5 x 12 mm promus premier drug eluting stent in an overlapping manner. Post procedure the residual stenosis was 0% and timi 3 flow noted. Post deployment of the two 3.5 x 12 mm promus premier drug eluting stents there was jailing and ostial pinch of 1st septal noted which were treated with intracoronary nitroglycerine. The patient subject was discharged on dual antiplatelet medications.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).